Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic legal received information regarding the customer¿s passing from the attorney of the family. The information received on december 10, 2019 stated the following; the reporter alleges: on or about the (B)(6) 2019 the customer was using an insulin pump that was potentially defective at the time of passing. The customer had complications from diabetes that may have led to the passing. No further information was provided. Insulin pump will be returned for analysis.